Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken knob, the upper case was broken around the menu encoder. Analysis was also able to confirm the reported error code, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted the lower case was broken, the hanger was cracked, the ventricular output connector had a disconnected green wire that connected to the pcb connector and was damaged, the menu select button on the keypad was collapsing, the menu knob was missing, one case screw was contaminated, and both display wires were pinched. All found defective parts were replace and all other identified issues were resolved. The firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken turn knob. It was also reported that the epg presented with an error code. The epg has been returned for repair. There was no patient involvement.